Event description:
Contacted lifescan alleging that meter was set to incorrect unit of measurement. The meter was set to "mg/dl", instead of "mmol/l". The pt neither alleged harm nor experienced injury or medical intervention. The pt reported that the meter was previously set to the correct unit of measurement and pt had not changed the unit of measurement through the meter settings. Therefore, there is an indication that the unit of measurement spontaneously changed from "mmol/l" to "mg/dl". Based on the info obtained, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.